Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the customer was hospitalized due to high blood glucose with blood glucose of over 400 mg/dl, 429 mg/dl, 460 mg/dl. The customer current blood glucose was 150 mg/dl. The customer was hospitalized on (B)(6) 2018 at 1:15 am. The customer experienced symptoms such as nausea, vomiting, weak, shortness of breath. The customer was treated with insulin, IV. The customer was unsure wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.